Event description:
It was reported the insulin pump had a delivery anomaly. Customer's blood glucose was 20mmol/l for a long time. Customer symptoms were dizziness and nausea. Customer was home alone and was feeling very bad. Customer was unable to provide further information. Ambulance was contacted and was on its way. Customer was hospitalized. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and cracked battery tube threads were noted during the visual inspection. The insulin pump passed the functional testing, including the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test. No excessive no delivery alarm was noted.